Event description:
It was reported that an ilet user experienced sustained high blood glucose with concurrent sensor-fingerstick discrepancies while using a freestyle libre 3+, and troubleshooting identified an infusion set connection that was not properly attached resulting in insulin leakage. During the supply change, a bent cannula on a new infusion set was observed and replaced, after which insulin delivery resumed. Symptoms included hyperglycemia peaking at 403 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the infusion set being deployed incorrectly. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.